Event description:
It was reported that the lead integrity alert (lia) had triggered due to non-sustained ventricular tachycardia (vt) episodes where noise and oversensing were noted. Follow up with the physician's office indicated the noise was due to cauterizing on the patient's left arm. The device remains in use. No patient complications have been reported as a result of this event.